Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Investigation summary: in response to your complaint, we performed a search for similar complaints of the reported problem. No adverse trend was observed. Without product lot information, no further testing could be conducted. Although we were unable to duplicate your complaint, the information you provided has been documented and will continue to be monitored. Root cause: could not duplicate with retains. Source: phone.

Event description:
Reported false positive results. The consumer communicated the results were confirmed negative by molecular (pcr testing).